Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The clips were not forming properly and securing the tissue. Another device was used to complete the case. There was no adverse consequence to the patient. The device has been discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device not returned. As a lot number was not received, a device history review could not be performed.